Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Insulin pump had insulin flow blocked alarm and blood glucose value was 482 mg/dl at the time of the incident. Insulin pump had new infusion set connected and the blood glucose went down to 74 mg/dl. Customer had eaten ice cream cup and banana and blood glucose was 400 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. It was unknown that auto mode feature was active or not at the time of event. The insulin pump will not be returned for analysis.